Event description:
Consumer reported via email that when she opened a tampon for use, she noted that the tampon string was short. Multiple attempts have been made to obtain further information regarding the consumer¿s use or non-use of the product; however, no further information has been received.

Manufacturer narrative:
A sample photo was received and the string was visible in the photo. The string length was unable to be determined from the photo provided and no physical samples were received. The lot code provided was for a multipack that contained multiple absorbencies. The consumer did not provide the affected absorbency; therefore, we are unable to provide a model. Review of the device history records (DHR) and supporting quality records for this lot confirmed no missing or short strings were observed during the production of this lot.